Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1: phone number and email address are unknown. H6: a review of the receiving inspection (ri) for verse poly driver, shaft was conducted identifying that lot number nn133398 was released in a single batch. ¿ batch1: released on may 22, 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E1, e3. G1, g2.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the shaft has repeatedly come off the sleeve of the screwdriver. The usual insertion of the screw is therefore not possible. The surgery was completed without delay. There were no patient consequences. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This complaint involves six (6) devices. This report is for (1) verse poly driver, shaft. This report is 5 of 6 (B)(4).